Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event labelling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Labelling review: investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.